Event description:
Patient has reported "has had them checked out and maybe the right implant is leaking. Per patient, doctor has confirmed they need to come out". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported "has had them checked out and maybe the right implant is leaking. Per patient, doctor has confirmed they need to come out". Device remains implanted. This relates to the right side.